Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experience low blood glucose. The blood glucose level was 20 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer allege insulin pump was over delivering. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.